Event description:
The customer reported that she was hospitalized due to chest pain. The customer's blood glucose reading at the time of admission was 104 mg/dl, but her most recent blood glucose reading in the hospital was 318 mg/dl. The customer had changed the infusion set the day prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.